Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high thresholds on (B)(6) 2016 after a pulse generator change out procedure. The physician elected not to replace the lead due to the patient's advanced age. Remote monitoring via merlin.net transmissions over the past year revealed that the right atrial lead exhibited intermittent noise. Noise was also seen on the right ventricular lead over time with increasing thresholds and impedance measurements that fluctuated from really high to low. The right atrial lead also exhibited high thresholds so the physician elected to replace both leads. On (B)(6) 2018 upon opening the pocket for the leads revision procedure the physician noted that both the right atrial and right ventricular leads were compromised and were uncoiled. The leads were successfully capped and replaced. The patient was in stable condition throughout the procedure and was discharged the following day in stable condition and would be followed remotely and in-clinic visits.